Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors (mcs) instrument broke off. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument was inspected prior to use and no damage was noted. The surgeon believes a collision between the mcs instrument and the wound protector caused the instrument breakage. The mcs instrument was in use for approximately one to two hours before the issue occurred. No issue with the functionality of the instrument was noted during the procedure. The wrist was straightened upon removal. There was no resistance felt when the instrument was removed through the cannula, nor was the damage noted to the cannula. The mcs tip accessory was retrieved but it is unknown if all fragments were retrieved. No additional surgical procedure was required to remove the fragment(s). There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The mcs instrument was returned but the mcs tip accessory was discarded.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mcs instrument involved with this complaint to perform failure analysis. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 2.54mm x 2.08mm in size.

Manufacturer narrative:
Additional observations not reported by site: due to the broken tube adapter, a detached fragment was observed that was not returned with the instrument. The instrument was also found to have abrasions on the tube adapter. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the monopolar curved scissors (mcs) instrument associated with this event has been performed. Per this review of the logs, this instrument was last used on (B)(6) 2024 via system serial# (B)(6). The instrument had 5 uses remaining after this last usage. Based on this review, the instrument was confirmed used before the event date indicated in this record and it was not used in subsequent procedure(s) after the alleged event reported in this record. Device history review (DHR) for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint.

Event description:
Refer to h11 for follow-up information.